Event description:
Internal investigations confirmed an issue with the accu-chek inform meters that have been enabled with the other test entry (ote) ability. A hard rest of an accu-chek inform meter with ote enabled can cause a change in the result field for the following manually entered ote tests: pregnancy, fecal occult, gastric occult and rapid strep.